Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. When omsc checked the use log of the subject device, there was no error about the concentration of the disinfectant solution. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
The user alleged that disinfectant solution used for this device got expired too soon. The user tested the concentration level of the disinfectant solution and found that the disinfectant was below the effective value. There was a possibility that scopes might have not been reprocessed properly. There was no patient injury report related to the event, including infections.